Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the evaluation result by the local service department, the front panel unit malfunctioned. Therefore, omsc presumed that the reported phenomenon occurred due to front panel unit failure. The cause of the front panel failure could not be identified. It was presumed to be a failure due to aging deterioration since it had been 7 years since the product was manufactured.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, it was found that the front panel had display failure. There was no report of patient injury associated with the event.